Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) has been confirmed. The cause of the reported problems is a high voltage capacitor (c22) separated from the high voltage board. The capacitor was found to have a cold solder joint on one side and was lifted from the solder pad on the other side. The root cause of the defective capacitor was likely a result of physical impact. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
Zoll customer support reviewed a (B)(6) male patient's download, which revealed a service code 102. The patient was provided with a replacement monitor.